Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-01343. It was reported that the patient has been without stimulation for approximately 2 weeks. Diagnostic testing revealed invalid impedances on contacts 8-16. Reprogramming was attempted to no avail and caused additional pain. X-rays were ordered. The patient was advised to leave the system turned off and charged until a follow-up meeting with the physician.